Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to hear the alerts and alarms when annunciated. At the time of the report the customer's blood glucose (bg) level was 122 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.